Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurements. Review of lead measurement data showed some variability in measurements with increases to 1,400 ohms and the out of range measurement. There was no evidence of noise on the rv channel. Technical services discussed a possible contact anomaly within the device header and recommended reprogramming the lead configuration. No adverse patient effects were reported.